Event description:
Same case as: 3003863072-2014-00036. Info received from journal article. Pt underwent surgery then experienced implant-related complications with developments of an aseptic soft tissue reaction with granulomas adjacent to the sublaminar polyethylene terephthalate strapsetitanium clamp mechanism of the device 8 months after ais correction surgery.